Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain,'), uterine perforation ('uterine perforation') and menorrhagia ('abnormal bleeding (vaginal, menorrhagia)') in an adult female patient who had essure (ess205) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included ehlers-danlos syndrome, cystitis interstitial, cesarean section, uterine bleeding, adenomyosis, flank pain, hepatic cyst, hematuria, epigastric pain, migraine, headache, neck pain, otalgia, thoracic outlet syndrome, raynaud's disease, dysphagia, muscle cramps, lymphadenopathy, lymphadenopathy, sarcoidosis, vertigo, weight loss, rash, nausea, ovarian cyst, eczema, atopic dermatitis, irritable bowel syndrome, neurodermatitis, patellofemoral pain syndrome, headache, chronic sinusitis, hemorrhoids, temporomandibular joint arthralgia, raynaud's disease, gerd, tobacco abuse, tonsillectomy, myringotomy, cyst removal, dermoidectomy, depression, anxiety, obsessive-compulsive disorder, clitoris abscess, ear disorder, fatigue, hearing loss, migraine, nosebleed, difficulty sleeping, speech disorder, allergic reaction to analgesics, allergic reaction to antibiotics, drug hypersensitivity, adenoidectomy, colectomy, bladder operation, eustachian tube dysfunction, nervousness, otitis media and aneurysm cerebral. The patient also had a family history of heart disease, unspecified, osteoporosis, irritable bowel syndrome, raynaud's disease and gerd. Concomitant products included (6s)-5-methyltetrahydrofolate glucosamine;mecobalamin;pyridoxal phosphate;thioctic acid (podiapn), allopurinol (elavil), aluminium chloride (drysol), baclofen, buprenorphine (butrans), butalbital;caffeine;paracetamol (fioricet), cefixime (flexeril), celecoxib (celebrex), celecoxib (celexa), dicycloverine hydrochloride (bentyl), furosemide (lasix), hydrocodone, hyoscyamine sulfate (levsin), lidocaine (lidoderm), meclozine hydrochloride (meclizine hcl), medroxyprogesterone acetate (depo-provera), naratriptan, oxycodone hydrochloride;paracetamol (percocet), telmisartan (telmeron), tizanidine hydrochloride (zanaflex), topiramate (topamax), valproate semisodium (depakote) and zolpidem tartrate (ambien). In (B)(6) 2003, the patient had essure (ess205) inserted. In 2004, the patient experienced fatigue ("fatigue"). In 2005, the patient experienced female sexual dysfunction ("apareunia"), alopecia ("hair loss.") And dyspareunia ("dyspareunia"). In (B)(6) 2008, the patient experienced menorrhagia (seriousness criteria medically significant and intervention required) and vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"). In 2013, the patient experienced photosensitivity reaction ("allergic or hypersensitivity reaction type:hives and sun sensitivity") and urticaria ("allergic or hypersensitivity reaction type:hives and sun sensitivity"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), uterine perforation (seriousness criteria medically significant and intervention required), urinary tract infection fungal ("infection (bladder/ urinary tract/vaginal) type: uti"), urinary tract infection ("infection (bladder/ urinary tract/vaginal) type: uti"), depression ("de12ression"), eczema ("eczema"), anxiety ("anxiety"), urinary tract disorder ("bladder or urinary problems or changes"), bladder disorder ("bladder or urinary problems or changes"), tachycardia ("tachycardia"), dysmenorrhoea ("dysmenorrhea"), vaginal discharge ("vaginal discharge"), gastrooesophageal reflux disease ("gerd,"), abdominal pain ("abdominal pain") and irritable bowel syndrome ("ibs") and was found to have weight increased ("weight gain"). The patient was treated with surgery ((hysterectomy with unilateral salpingectomy), ablation and hysterectomy, salpingectomy). Essure (ess205) was removed on (B)(6) 2017. At the time of the report, the pelvic pain, uterine perforation, photosensitivity reaction, urticaria, female sexual dysfunction, depression, eczema, anxiety, urinary tract disorder, bladder disorder, tachycardia, dysmenorrhoea, vaginal discharge, weight increased, gastrooesophageal reflux disease, abdominal pain and irritable bowel syndrome outcome was unknown and the menorrhagia, vaginal haemorrhage, urinary tract infection fungal, urinary tract infection, alopecia, dyspareunia and fatigue had resolved. The reporter considered abdominal pain, alopecia, anxiety, bladder disorder, depression, dysmenorrhoea, dyspareunia, eczema, fatigue, female sexual dysfunction, gastrooesophageal reflux disease, irritable bowel syndrome, menorrhagia, pelvic pain, photosensitivity reaction, tachycardia, urinary tract disorder, urinary tract infection, urinary tract infection fungal, urticaria, uterine perforation, vaginal discharge, vaginal haemorrhage and weight increased to be related to essure (ess205). Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2008: the results were normal. Ultrasound abdomen - on (B)(6) 2011: impression: stable size and appearance of a relatively isoechoic nodule in the left hepatic lobe. This appears stable in size and appearance compared with prior ultrasound and a lesion of this size was seen on CT from (B)(6) of 2010. Ultrasound scan vagina - on (B)(6) 2010: impression: 5-cm hemorrhagic cyst in the left ovary, containing retracting cl t. Sonographically normal right ovary. Concerning the injuries reported in this case, the following ones were described in patient¿s medical records : pelvic pain, gastroesophageal reflux disease, irritable bowel syndrome, uterine perforation. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 15-apr-2021: mr received. Reporter information, patient medical history, concomitant medication, event: uterine perforation added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain,'), uterine perforation ('uterine perforation') and heavy menstrual bleeding ('abnormal bleeding (vaginal, menorrhagia)') in an adult female patient who had essure (ess205) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included ehlers-danlos syndrome, cystitis interstitial, cesarean section, uterine bleeding, adenomyosis, flank pain, hepatic cyst, hematuria, epigastric pain, migraine, headache, neck pain, otalgia, thoracic outlet syndrome, raynaud's disease, dysphagia, muscle cramps, lymphadenopathy, lymphadenopathy, sarcoidosis, vertigo, weight loss, rash, nausea, ovarian cyst, eczema, atopic dermatitis, irritable bowel syndrome, neurodermatitis, patellofemoral pain syndrome, headache, chronic sinusitis, hemorrhoids, temporomandibular joint arthralgia, raynaud's disease, gerd, tobacco abuse. Tonsillectomy, myringotomy, cyst removal, dermoidectomy, depression, anxiety, obsessive-compulsive disorder, clitoris abscess, ear disorder, fatigue, hearing loss, migraine, nosebleed, difficulty sleeping, speech disorder, allergic reaction to analgesics, allergic reaction to antibiotics, drug hypersensitivity, adenoidectomy, colectomy, bladder operation, eustachian tube dysfunction, nervousness, otitis media and aneurysm cerebral. The patient also had a family history of heart disease, unspecified, osteoporosis, irritable bowel syndrome, raynaud's disease and gerd. Concomitant products included (6s)-5-methyltetrahydrofolate glucosamine;mecobalamin;pyridoxal phosphate;thioctic acid (podiapn), allopurinol (elavil), aluminium chloride (drysol), baclofen, buprenorphine (butrans), butalbital;caffeine;paracetamol (fioricet), cefixime (flexeril), celecoxib (celebrex), celecoxib (celexa), dicycloverine hydrochloride (bentyl), furosemide (lasix), hydrocodone, hyoscyamine sulfate (levsin), lidocaine (lidoderm), meclozine hydrochloride (meclizine hcl), medroxyprogesterone acetate (depo-provera), naratriptan, oxycodone hydrochloride;paracetamol (percocet), telmisartan (telmeron), tizanidine hydrochloride (zanaflex), topiramate (topamax), valproate semisodium (depakote) and zolpidem tartrate (ambien). In (B)(6) 2003, the patient had essure (ess205) inserted. In 2004, the patient experienced fatigue ("fatigue"). In 2005, the patient experienced female sexual dysfunction ("apareunia"), alopecia ("hair loss.") And dyspareunia ("dyspareunia"). In (B)(6) 2008, the patient experienced heavy menstrual bleeding (seriousness criteria medically significant and intervention required) and vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"). In 2013, the patient experienced photosensitivity reaction ("allergic or hypersensitivity reaction type:hives and sun sensitivity") and urticaria ("allergic or hypersensitivity reaction type:hives and sun sensitivity"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), uterine perforation (seriousness criteria medically significant and intervention required), urinary tract infection fungal ("infection (bladder/ urinary tract/vaginal) type: uti"), urinary tract infection ("infection (bladder/ urinary tract/vaginal) type: uti"), depression ("de12ression"), eczema ("eczema"), anxiety ("anxiety"), urinary tract disorder ("bladder or urinary problems or changes"), bladder disorder ("bladder or urinary problems or changes"), tachycardia ("tachycardia"), dysmenorrhoea ("dysmenorrhea"), vaginal discharge ("vaginal discharge"), gastrooesophageal reflux disease ("gerd,"), abdominal pain ("abdominal pain") and irritable bowel syndrome ("ibs") and was found to have weight increased ("weight gain"). The patient was treated with surgery ((hysterectomy with unilateral salpingectomy), ablation and hysterectomy, salpingectomy). Essure (ess205) was removed on (B)(6) 2017. At the time of the report, the pelvic pain, uterine perforation, photosensitivity reaction, urticaria, female sexual dysfunction, depression, eczema, anxiety, urinary tract disorder, bladder disorder, tachycardia, dysmenorrhoea, vaginal discharge, weight increased, gastrooesophageal reflux disease, abdominal pain and irritable bowel syndrome outcome was unknown and the heavy menstrual bleeding, vaginal haemorrhage, urinary tract infection fungal, urinary tract infection, alopecia, dyspareunia and fatigue had resolved. The reporter considered abdominal pain, alopecia, anxiety, bladder disorder, depression, dysmenorrhoea, dyspareunia, eczema, fatigue, female sexual dysfunction, gastrooesophageal reflux disease, heavy menstrual bleeding, irritable bowel syndrome, pelvic pain, photosensitivity reaction, tachycardia, urinary tract disorder, urinary tract infection, urinary tract infection fungal, urticaria, uterine perforation, vaginal discharge, vaginal haemorrhage and weight increased to be related to essure (ess205). Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2008: the results were normal. Ultrasound abdomen - on (B)(6) -2011: impression: stable size and appearance of a relatively isoechoic nodule in the left hepatic lobe. This appears stable in size and appearance compared with prior ultrasound and a lesion of this size was seen on CT from (B)(6) of 2010.. Ultrasound scan vagina - on (B)(6) 2010: impression: 5-cm hemorrhagic cyst in the left ovary, containing retracting cl t. Sonographically normal right ovary. Concerning the injuries reported in this case, the following ones were described in patient¿s medical records : pelvic pain, gastroesophageal reflux disease, irritable bowel syndrome, uterine perforation. Quality-safety evaluation of ptc: no defect could be confirmed by the manufacturer.  All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. Most recent follow-up information incorporated above includes: on 7-may-2021: quality-safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain,") and menorrhagia ("abnormal bleeding (vaginal, menorrhagia)") in a female patient who had essure (ess205) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included ehlers-danlos syndrome, cystitis interstitial, cesarean section, uterine bleeding, adenomyosis, flank pain, hepatic cyst, hematuria, epigastric pain, migraine, headache, neck pain, otalgia, thoracic outlet syndrome, raynaud's disease, dysphagia, muscle cramps, lymphadenopathy, lymphadenopathy, sarcoidosis, vertigo and weight loss. Concomitant products included (6s)-5-methyltetrahydrofolate glucosamine; mecobalamin; pyridoxal phosphate; thioctic acid (podiapn), allopurinol (elavil), aluminium chloride (drysol), baclofen, buprenorphine (butrans), butalbital; caffeine; paracetamol (fioricet), cefixime (flexeril), celecoxib (celebrex), celecoxib (celexa), dicycloverine hydrochloride (bentyl), furosemide (lasix), hydrocodone, hyoscyamine sulfate (levsin), lidocaine (lidoderm), meclozine hydrochloride (meclizine hcl), naratriptan, oxycodone hydrochloride; paracetamol (percocet), telmisartan (telmeron), tizanidine hydrochloride (zanaflex), topiramate (topamax), valproate semisodium (depakote) and zolpidem tartrate (ambien). In (B)(6) 2003, the patient had essure (ess205) inserted. In 2004, the patient experienced fatigue ("fatigue"). In 2005, the patient experienced female sexual dysfunction ("apareunia"), alopecia ("hair loss.") And dyspareunia ("dyspareunia"). In (B)(6) 2008, the patient experienced menorrhagia (seriousness criteria medically significant and intervention required) and vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"). In 2013, the patient experienced photosensitivity reaction ("allergic or hypersensitivity reaction type: hives and sun sensitivity") and urticaria ("allergic or hypersensitivity reaction type: hives and sun sensitivity"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), fungal infection ("infection (bladder/ urinary tract/vaginal) type: uti"), urinary tract infection ("infection (bladder/urinary tract/vaginal) type: uti"), depression ("de12ression"), eczema ("eczema"), anxiety ("anxiety"), urinary tract disorder ("bladder or urinary problems or changes"), bladder disorder ("bladder or urinary problems or changes"), tachycardia ("tachycardia"), dysmenorrhoea ("dysmenorrhea"), vaginal discharge ("vaginal discharge"), gastrooesophageal reflux disease ("gerd,"), abdominal pain ("abdominal pain") and irritable bowel syndrome ("ibs") and was found to have weight increased ("weight gain"). The patient was treated with surgery ((hysterectomy with unilateral salpingectomy) and ablation). At the time of the report, the pelvic pain, photosensitivity reaction, urticaria, female sexual dysfunction, depression, eczema, anxiety, urinary tract disorder, bladder disorder, tachycardia, dysmenorrhoea, vaginal discharge, weight increased, gastrooesophageal reflux disease, abdominal pain and irritable bowel syndrome outcome was unknown and the menorrhagia, vaginal haemorrhage, fungal infection, urinary tract infection, alopecia, dyspareunia and fatigue had resolved. The reporter considered abdominal pain, alopecia, anxiety, bladder disorder, depression, dysmenorrhoea, dyspareunia, eczema, fatigue, female sexual dysfunction, fungal infection, gastrooesophageal reflux disease, irritable bowel syndrome, menorrhagia, pelvic pain, photosensitivity reaction, tachycardia, urinary tract disorder, urinary tract infection, urticaria, vaginal discharge, vaginal haemorrhage and weight increased to be related to essure (ess205). Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2008: the results were normal. Ultrasound abdomen - on (B)(6) 2011: impression: stable size and appearance of a relatively isoechoic nodule in the left hepatic lobe. This appears stable in size and appearance compared with prior ultrasound and a lesion of this size was seen on CT from (B)(6) of 2010. Ultrasound scan vagina - on (B)(6) 2010: impression: 5-cm hemorrhagic cyst in the left ovary, containing retracting cl t. Sonographically normal right ovary. Concerning the injuries reported in this case, the following ones were described in patient¿s medical records : pelvic pain, gastroesophageal reflux disease, irritable bowel syndrome most recent follow-up information incorporated above includes: on 2-may-2019: pfs and mr received: aka name added, reporter added, patient demographic updated, essure removal date added, event injury nos is replaced with pelvic pain. Case become valid. Events added- abnormal bleeding (vaginal, menorrhagia), hives and sun sensitivity, infection (bladder/ urinary tract/vaginal) type: uti, yeast infection, , bacterial vaginosis, apareunia (inability to have sexual intercourse), depression, anxiety, eczema, bladder or urinary problems or changes, tachycardia, dysmenorrhea (cramping), dyspareunia (painful sexual intercourse),pelvic pain, vaginal discharge, fatigue, weight gain, gastrointestinal or digestive system condition, type: gerd, hair loss, abdominal pain, irritable bowel syndrome . Events onset date, concomitant drugs, medical history and lab data were added. Incident: no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.